Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. The patient did well postoperatively. The explanted device was disposed.